Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc), but was returned to olympus deutschland gmbh (ode). Ode sent the subject device to a third party laboratory for an additional microbiological testing. As a result of the testing, 2 cfu/channel of micrococcus were detected from the sample collected from the air/water channel of the subject device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the biopsy channel of the subject device tested positive for unspecified bacteria during routine surveillance culturing test by the facility. The number of the microbes was not reported. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.